Event description:
It was reported that the patient was part of a clinical study and underwent an initial implantation approximately five (5) years and seven (7) months ago. During a five (5) year follow-up visit, ulnar loosening was noted. The patient was also experiencing pain, osteolysis, and limited range of motion. The patient will not undergo revision surgery. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: concomitant medical products item number: 00840004510 ; lot number: 77006009; item number: 00840009000 ; lot number: 63475165; item number: 00840009500 ; lot number: 63618393. G2: foreign - the event occurred in the UK. The customer has indicated that the product will not be returned to zimmer biomet for investigation and will remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00215. H6: proposed component code - mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Crf was provided and reviewed by a health care professional. Review of the available crf identified the following: (B)(6) 2021 limited range; (B)(6) 2023 moderate pain, proximal ulnar osteolysis, ulnar implant loosening. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.